Manufacturer narrative:
The system was examined and the reported event was replicated. The lamp was replaced to address the issue. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 30, 2015. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this system. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported poor illumination can therefore be attributed to a nonconforming lamp. However, determining if the lamp is nonconforming or past its rated life expectancy, cannot be determined conclusively. (B)(4).

Manufacturer narrative:
A table top illuminator and lamp were received for evaluation. A visual assessment of the returned samples showed no obvious nonconformity. The illuminator and lamp were installed into a calibrated system and was able to boot up successfully. The illumination output was then measured and found to meet alcon specifications the returned products were found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported poor illumination. Additional information has been requested

Manufacturer narrative:
(B)(4).

Event description:
Additional information has been received from the company representative stating the event took place during a vitrectomy procedure. The procedure was completed using the same system and accessory. There was no harm to the patient.